Event description:
On (B)(6) 2011, this pt was implanted with gore tag thoracic endoprostheses. On (B)(6) 2011, an additional procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Multiple attempts for additional information have been made, information has not been rec'd.